Manufacturer narrative:
Title: surgical tracheostomy in children with malignancy receiving intensive chemotherapy: a case series and review of literature. Source: pediatric blood cancer. 2020;67: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, after prolonged use of tracheostomy tube during chemotherapy, complications included a transcutaneous fistula after decannulation. Treatment included unspecified ¿conservative management.